Manufacturer narrative:
Examination of the item revealed a microscopic defect in the o-ring of the pump. Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. This report is submitted following an FDA inspection at the manufacturer facility note: this product is no longer marketed in the USA.

Event description:
During implantation of a fixion nailing system in (B)(6), the fixion single use pump did not built pressure due to the leak in the pump. Another pump was used.